Event description:
It was reported that right atrial lead dislodgement was noted one day post-implant. Upon review, the right atrial lead would sometime pace in the right ventricle. During a lead repositioning procedure, the right atrial lead's helix was difficult to retract and extend. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.